Event description:
Tsr found that the right head siderail latch pins (part numbers 140866 and 140867) had sticky substance on the latch pins. He cleaned and lubricated the latch pins and the right head siderail functioned properly.